Event description:
Non-union of lapidus. Proximal screw broken and all incore hardware removed. Revision mid-foot arthrodesis.

Manufacturer narrative:
This is an initial report, the investigation has not been completed at this time. Product is not being returned for review, however inventory items on hand where applicable will be inspected for ctq dimensions, and a follow up report will be provided. Additionally, investigation conclusions will be provided in the follow up report.